Event description:
A concern was presented over potential compromised blue top blood tubes with lot 3074228. A blue top tube with this lot number was collected from an initial piv insertion and rn [redacted name] reporting that she observed immediate blood coagulation- less than 30 seconds. She then reported that she used a second blue top tube with the same lot number (on the same patient) on a separate blood draw from straight stick and witnessed the same immediate coagulation. [Redacted name] then used a blue top tube from a different lot number on the same patient for a straight stick blood draw and was able to obtain a noncoagulated specimen. The tray of tubes with this lot number was removed from stock and placed on the ed patient safety coordinator¿s desk. Manufacturer response for blue top tube, blue top tube (per site reporter), [redacted date] initial contact sent. [Redacted date]- (B)(6) emailed (B)(4); bd case (B)(4) (opened [redacted date]). [Redacted date]- bd email inquiry forwarded to src ed contacts. [Redacted date]- RMA received. [Redacted date]- sample shipped fedex. [Redacted date]- mfg closure letter received, embedded in this line. They could not identify a root cause or replicate the issue.